Event description:
It has been reported that the device delivered one shock during a cardiac emergency, then announced, "low battery ¿ replace immediately" and was unable to deliver a second shock; the patient was pronounced deceased at the facility before transfer to the hospital.